Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the overlay to the screen was cracked. It was also noted that the display screen drops down when placed in an upright position, the left keyboard hinge was broken, the stylus pen was unable to be calibrated and the lower display screen bullet was missing.

Event description:
It was reported that the screen on the programmer was cracked. The programmer was returned for service. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.